Event description:
The hcp reported a patient presented to the ER with bradycardia and was unresponsive. The hcp was working the patient up for a cause/diagnosis and called for information on the patient's implanted devices. The patient has dystonia and has two implanted deep brain stimulators. See MFR report # 6000032-2007-03397. Additional follow up has been attempted, however, the patient's following physician is unknown at this time. Follow up attempts continue to date.